Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. The neck is 20mm in diameter, 50mm in length and had 60-degree angulation. The iliac arteries were partially calcified. The bifurcate was inserted on the right side. It was reported that when a wire was inserted from the right femoral artery, prior to inserting the endurant ii stent graft bifurcate, there was a dissection near the right external iliac artery. The original plan was to land the stent graft at the external iliac artery but due to the dissection the stent graft coverage was extended distally utilizing an additional stent graft extension. The physician stated the cause of the event was due to user error; due to wire manipulation. No additional clinical sequelae were reported and the patient is fine.